Manufacturer narrative:
This female pt was admitted to the hospital to undergo percutaneous translumenal angioplasty (pta) of a totally occluded superficial femoral artery (sfa). A cordis 4.5mm x 2cm savvy pta balloon on a 120 cm shaft was placed in the sfa and inflated using a 10cc syringe, at which time it burst. There were no adverse effects to the pt. The balloon was removed and another savvy pta balloon was used to successfully complete the procedure. The pt was discharged from the procedure and subsequently from the hospital in stable condition. Add'l info will be submitted within 30 days of receipt.

Event description:
Balloon burst.